Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The root cause of this failure is attributed to a component failure. Product and event verification: a review of the device logs for the tenaculum forceps (part# 470207-10 / lot/serial# t10200630-0044) associated with this event has been performed. Per this review of the logs, the tenaculum forceps was last used on (B)(6) 2020 via system serial# (B)(4). There were 9 uses remaining after this last usage. This last usage of the device was before the reported event date, indicating that the device did not pass recognition or the issue was identified before installation on the reported event date. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. Based on the information provided at this time, this complaint is being reported because this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps had broken cables during traction. The customer used a backup instrument of the same kind to continue. A backup instrument was used to complete the procedure with no reported injury.